Manufacturer narrative:
Insulin pump received failed the operating currents during test due to corroded battery tube and corroded battery spring contact.

Event description:
The customer reported via phone call that he has been having troubles with the batteries. Customer states they did receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the pump was dropped and there were not unattended alarms. The insulin pump will be returned for analysis.